Event description:
Reported to allergan by FDA as follows: "volun. 2008: inamed lap band erosion. Stomach damaged. Immediate surgery for removal and repair of stomach. Dates of use 2008-2007. Serial # confidential. Rptr: pt." No contact info, for a f/u and/or device return request, available for the pt and/or the physician.

Manufacturer narrative:
Taper ii. The prod associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. No contact info, for the pt and/or physician, has been made available to allergan. The return of the device can not be requested. Allergan has not rec'd the prod at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."